Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported left side "larger than right side," swelling, pain and rupture. The device remains implanted. This represents the left side.